Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer has advised physio-control that they have removed the device from service and have replaced it. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.